Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, minor scratches on the display window, a broken reservoir tube lip and a missing reservoir tube lip o-ring.

Manufacturer narrative:
The pump passed the dat test.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 32 mg/dl. The customer stated that she was out of her town and felt overwhelmed and not in her element. She did not know the facility. She stated that emergency medical technicians put her on an intravenous drip in her home and treated her with a glucagon shot. She noted that the perceived cause of the low blood glucose event was her schedule and may not have eaten at the right time. She added that she was also caring for a 5 year old at the time. The customer was not using the insulin pump at the time of the call per her doctor's instructions and did not inspect it according to the troubleshooting procedure. She did, however, observe some physical damage to the device. She stated that a piece of the device was chipped at the top of the reservoir compartment, and she did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.